Event description:
It was reported when the device was used during an esophagus procedure, the staples did not form correctly. Another device was used to complete the case. There was no patient consequence.